Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the log file data provided by the account. According to the account, the low flows were due to hypertension and cardiac arrhythmia. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the hypertension and cardiac arrhythmia could not conclusively be determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 21:49:40 to (B)(6) 2020 at 12:58:14, per the timestamp. A transient low flow event was captured on (B)(6) 2020, beginning at 16:19:58, due to the estimated flow being calculated below the threshold of 2.5lpm. This event persisted for at least 10 seconds, activating a low flow alarm. No other notable alarms were recorded, and the pump appeared to have been operating as intended. The account communicated that the low flow alarms were related to hypertension and runs of ventricular tachycardia. The low flow alarms resolved with medication adjustments for blood pressure and cardiac arrhythmia. The patient is ongoing outpatient treatment for cardiac arrhythmia and remains ongoing on heartmate 3 lvas, serial number (B)(4). No further events have been reported at this time. The heartmate 3 lvas IFU lists hypertension and cardiac arrhythmia as an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. Speed, power, flow, and pulsatility index are also discussed in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow alarms. Log file analysis showed a transient low flow alarm with high pulsatility index on (B)(6) 2020 which resolved on its own. The cause of the low flow alarms was suspected to be related to hypertension and runs of ventricular tachycardia. The alarms resolved after medication adjustments for blood pressure and rhythm. Patient is currently home and has ongoing treatment for rhythm issues. No additional information was provided.